Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During routine testing of the generator, the customer identified high output on cut 8. There was no patient involvement, therefore patient information is not applicable.